Event description:
Reference importer report number: (B)(4).

Manufacturer narrative:
Ok biotech check the returned meter and found: the current test is 12.5ua. The standard is <55ua. Pass. Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptance range.